Event description:
Procedure: supracervical hysterectomy (hyst) with bilateral salpingo oophorectomy (bso) and sacral colpopexy. During setup for the robotic si procedure, the surgical scrub tech could not get the 8.5 degree scope to calibrate. Despite several attempts calibration would not occur. Another scope was obtained and this resulted in a 15 minute delay in starting this case. The surgeon had completed the right side of the robotic hyst/bso without incident. As the surgeon began the left side, surgeon noted a slight spark appeared to arise from the articulation of the jaws of the pk dissection forceps, just as the generator sounded the indication that coagulation was complete. There was a moderate amount of char on the jaws of the pk dissecting forceps. The surgical team removed and cleaned the instrument. When the surgeon coagulated the next pedicle, a brief flame occurred just at the completion of the coagulation and again appeared to arise at the articulation joint. The pk dissection forceps was removed and we called for a new pk. The operating room (or) team did not change the cord or the generator and the next device appeared to work appropriately. The operating room team was well away from surrounding tissue when the spark and the flame occurred. There did not appear to be any surrounding tissue injury. The surgeon followed up with the patient post-op and the patient is doing well with normal bowel and bladder function. After the case, biomedical engineering inspected the gyrus pk-sp generator and performed operational testing on the unit. The generator failed des 120w test. Output high at 108w. Max per manufacturer specifies 64-96w. The rest of the cut/coag measurement passed testing. The unit was shipped to the manufacturer for testing and calibration. The davinci si 0° 8.5 mm scope was removed from the sterile field and given to the operating room equipment specialist who reported he did not find anything wrong with the scope. The gyrus pk generator was returned to the manufacturer for repair. Update: based on manufacturer inspection, generator had faulty pkrf board that resulted in abnormally high output that caused sparking the davinci pk dissecting forceps will be returned to intuitive for inspection.

Event description:
Procedure: supracervical hysterectomy (hyst) with bilateral salpingo oophorectomy (bso) and sacral colpopexy. During setup for the robotic si procedure, the surgical scrub tech could not get the 8.5 degree scope to calibrate. Despite several attempts calibration would not occur. Another scope was obtained and this resulted in a 15 minute delay in starting this case. The surgeon had completed the right side of the robotic hyst/bso without incident. As the surgeon began the left side, surgeon noted a slight spark appeared to arise from the articulation of the jaws of the pk dissection forceps, just as the generator sounded the indication that coagulation was complete. There was a moderate amount of char on the jaws of the pk dissecting forceps. The surgical team removed and cleaned the instrument. When the surgeon coagulated the next pedicle, a brief flame occurred just at the completion of the coagulation and again appeared to arise at the articulation joint. The pk dissection forceps was removed and we called for a new pk. The operating room (or) team did not change the cord or the generator and the next device appeared to work appropriately. The operating room team was well away from surrounding tissue when the spark and the flame occurred. There did not appear to be any surrounding tissue injury. The surgeon followed up with the patient post-op and the patient is doing well with normal bowel and bladder function. After the case, biomedical engineering inspected the gyrus pk-sp generator and performed operational testing on the unit. The generator failed des 120w test. Output high at 108w. Max per manufacturer specifies 64-96w. The rest of the cut/coag measurement passed testing. The unit was shipped to the manufacturer for testing and calibration. The davinci si 0° 8.5 mm scope was removed from the sterile field and given to the operating room equipment specialist who reported he did not find anything wrong with the scope. The gyrus pk generator was returned to the manufacturer for repair. The davinci pk dissecting forceps will be returned to intuitive for inspection.